Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, the device was returned to the manufacturer for evaluation (detailed as follows): analysis found the blue electrodes were pulled proximally, one by approximately 5/8¿ and the other by 1/8¿. It is not likely that this affected the functionality since the intended contact area was still intact (around the white band); this damage is likely to have occurred during extubation. There was no cuff leakage as a result of the electrodes shifting. The resistance of each lead measured: red = 3.2 ohms, red with clear band = 3.2 ohms, blue = 3.2 ohms, and blue with clear band = 3.2 ohms [all readings are within specification]. There were no short circuits between circuits and no intermittent behavior while manipulating connections. Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes.

Event description:
It was reported that a 7mm nim emg endotracheal tube "did not respond" during an operation. The procedure was successfully completed using another device. This is the only information provided and it was also confirmed post procedure that there was no impact or injury to the patient as a result of this event.